Event description:
It was reported that patient underwent bilateral total hip arthroplasty procedures on (B)(6) 2006 and (B)(6) 2006. It is unknown which side was implanted on which date. Patient alleges pain, metal shavings, squeaking, enlarged spleen, and fluid build-up. No revision procedure has occurred to date.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent bilateral total hip arthroplasty procedures on (B)(6) 2006 and (B)(6) 2006. It is unknown which side was implanted on which date. Patient alleges pain, metal shavings, squeaking, enlarged spleen, and fluid build-up. No revision procedure has occurred to date. Additional information received in patient medical records revealed revision procedures were performed on (B)(6) 2014 and (B)(6) 2014. It is unknown which side was revised on which date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain.¿ this report is number 4 of 4 mdrs filed for the same patient (reference 1825034-2014-08252 / 08255).